Event description:
It was reported that the atrial lead had rising and high impedance over the past 18 months. It was also reported that the atrial lead thresholds haven't changed, but are "somewhat elevated." The atrial lead remains in use and will be replaced during a routine device replacement procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: p1501dr implantable pulse generator: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned in segments and analyzed. The outer insulation was breached at the first rib/clavicle. It was also noted that the proximal conductor was flattened, pulled, stretched and overstressed. There was blood (not obstructed) on the distal and proximal conductors. The distal end of the electrode was covered in body tissue/fibrotic growth. The helix was bent, pulled, stretched and overstressed. The outer insulation was breached cut, melted and torn. The outer insulation had cosmetic insulation depression and a white substance. It was visually noted that the lead was stretched. The analyst noted that the lead was returned with severe explant damage, along with outer insulation that was breach/distorted indication of 1st rib/clavicle rush had occurred. (B)(4).

Event description:
It was reported that the atrial lead had rising and high impedance over the past 18 months due to a possible fracture. It was also reported that the atrial lead thresholds haven't changed, but are "somewhat elevated". The atrial lead has been explanted and replaced with a new lead. No patient complications were reported as a result of this event.